Event description:
Device 2 of 2. Reference MFR report # 1627487-2014-08172. It was reported the patient was experiencing scs stimulation turning on and off by itself. A sjm representative met with the patient for reprogramming and was able to provide effective stimulation. Additional information received identified the patient's lead impedances are now entirely invalid. A x-ray did not reveal any anomalies. Surgical intervention is planned for a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.